Event description:
New information noted that the leads were capped and replaced on (B)(6) 2023.

Event description:
It was reported that the right ventricular and the right atrial lead exhibited noise. It was noted that the noise was reproduced with manipulation. Both leads were capped and replaced. The patient was in stable condition.